Event description:
The manufacturer representative reported the device was overdischarged for one month. The representative had the patient try a physician recharge mode reset protocol at home with no success. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.